Manufacturer narrative:
The device was returned for analysis. The needle to cuff miss was not returned. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The root cause of the reported difficulty cannot be determined. The subsequent treatment is based on the circumstances of the procedure. In this case, based on the returned device analysis a successful needle to cuff attachment occurred. Therefore, the reported failure to cycle cannot be confirmed, nor can a cause for the event be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide device after an interventional flow-diverter procedure with a 6f sheath. Reportedly, a cuff miss occurred since no suture was found upon plunger removal. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.